Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported that poor aspiration occurred during surgery. The problem was solved after replacing the product with another one. No patient harm was reported. No additional information is expected.